Event description:
Balloon catheter would not deflate following 1st inflation. Balloon was then pulled back partially into the guide & the whole system was removed. After removal, the balloon was reinflated & deflated without any problem. System appeared intact concer; pressure aplied to remove balloon while inflated, no adverse outcome noted.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other, invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.